Manufacturer narrative:
(B)(4). Investigation: the customer stated that the blood was collected without problems then transported to the lab for processing. The technician hung the blood to start the filtering, but blood flowed through the filter, about 200 mls of the blood was filtered when the tech noted that blood had started to flow the wrong way through the check valve. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported 3 units of whole blood in which the bypass valve did not prevent blood from going through the bypass line, resulting in possible white blood cell (wbc) contamination of the filtered unit. The wbc count is not known at this time. The product was discarded. There was not a transfusion recipient or patient involved at the time of the unit processing,therefore no patient information is reasonably known at the time of the event. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the units were not returned for evaluation. The manufacturing records for this lot were reviewed. There were no deviations in the manufacturing records related to this event. The bypass line is assembled by connecting a tube to one end of a valve assembly then performing one-hundred percent leak test and connecting a tube to other end of the valve assembly. Retention samples from this lot were tested to perform filtering operation with water to check whether the fluid passes through the one-way valve. The fluid did not flow backward and pass beyond the valve in each sample. No similar reports have been received for this lot number. Root cause: the investigation results revealed that no trouble occurred in production and no abnormalities were observed in the retention samples. A definitive root cause could not be determined at this time.